Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional flow accuracy testing was performed, and the reported issue of underinfusion could not be reproduced. A review of the event history log was performed and a basic program was observed with initial parameters of 15 ml/hr for a volume to be infuse (vtbi) of 300 ml, later updated to 130 ml/hr. Blood pellets were noted prior to this event, initially set at 30 ml/hr for a vtbi of 308 ml, updated to 120 ml/hr and 140 ml/hr. During the infusions, seven downstream occlusion alarms and no upstream alarms were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during delivery. After 1 hour and 30 minutes, the pump rate was set to 130 ml/h, and the pump indicated a remaining time of 23 minutes. After 2 hours and 40 minutes, approximately there was about 1/2 volume of the bag to be transfused. However, the pump showed that the remaining volume was 0. The volume was increased to 200 cc, but could not be given in full in time. Primary infusion was used. New tubing, started for red blood cell pack. A blood pellet medication was in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.